Manufacturer narrative:
Initial and final MDR 1887259 - device 6 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient's cannula was bent which led to high blood glucose level of 500 mg/dl. The patient tried to treat it with correction bolus via pump and multiple daily injection. She had high ketones which were not assessed as dangerous or life-threatening. Moreover, the issue occurred with eight similar types of infusion sets and site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.